Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer, with guidance from technical support, inspected the pump and cleaned the pneumatic tap area. After ensuring all components were in place and undamaged, the customer successfully completed the cartridge load process and resumed insulin use.